Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted multiple call service alarms. Reportedly, the pump was rebooted and reprimed. It was noted that 30 to 40 minutes after the pump was primed the pump emitted more call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: a review of the pump history showed four call service alarms on 11/06/2013. The pump performed rewind, load, and prime steps with no errors occurring. The pump was exercised for 24 hours with no call service alarms or loud sirens occurring. The pump cover was removed and no evidence of moisture or damage was found on the printed circuit board or transceiver flex. The complaint of the call service alarms was observed in the pump history but was not able to be duplicated during investigation.